Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, into a non-medtronic surgical valve, the valve dislodged deep during the first two deployment attempts. During the deployment of the valve at a depth of 3 mm, the valve dislodged up. It was noted that there may have been premature ventricular contraction (pvc) during valve deployment. The valve was snared and a non-medtronic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut pro+ delivery catheter system (dcs), product ID d-evprop2329us, lot 0010929359, use by date 2023-11-10, UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, into a non-medtronic surgical valve, the valve dislodged deep during the first two deployment attempts. During the deployment of the valve at a depth of 3 mm, the valve dislodged up. It was noted that there may have been premature ventricular contraction (pvc) during valve deployment. The valve was snared and a non-medtronic valve was implanted. No additional adverse patient effects were reported.